Event description:
A customer contacted beckman coulter inc. (Bci) stating that the operator cut her finger while changing the cap piercer blade. Part of the wick caught on the blade and she tried to remove the wick from the blade and cut her finger. The operator was taken to the ER. No other details were supplied.

Manufacturer narrative:
Analysis confirmed the reported noise. The outer insulation was damaged at 8.3cm from the connector pin, as a result of friction to the ICD can. The metal filars of the sensing coil were exposed and this damage caused the noise.

Event description:
The lead was explanted due to noise.

Manufacturer narrative:
No medwatch form was received.